Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) found that the reagent lines did not stay primed. The fse replaced the uptake check valve and purge check valve. The fse turn the pressure on the pump pressure and confirmed the pressure was steady at 8 mpa, which was within acceptable range. The fse adjusted the flow rate from 1.08 ml/min to 1.03 ml/min and proceeded to prime, run calibration, precision and quality controls on the g8 successfully. The g8 instrument was performing within specifications. A (B)(4)-month complaint history review and service history review for similar complaints was performed for the g8, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2017. There (B)(4) similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, states the following: 101 pressure low, the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause of the reported event was due to the uptake check valve and purge check valve.

Event description:
On (B)(6) 2017 a customer reported getting 101 pressure low error message while running patient samples for hemoglobin a1c (hba1c) with the g8 instrument. The customer is unable to run, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.